Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, the anchor deployment was inadequate; the deployment gun was not fully seated for the deployment of the anchor. This resulted in the anchor coming apart in the body. Most of the versalok anchor was removed, however, the peek portion could not be found and is possibly loose in the pt's joint space. Complaint device discarded at facility, and no lot number supplied. This is all of the info made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.